Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent low blood glucose after meals attributed to meal dose amounts perceived as too high, and a clinician recommended contacting support to reset the ilet; troubleshooting and education were completed by the agent, and no device alerts or alarms occurred. Symptoms included hypoglycemia after meals. Outcomes included the need for troubleshooting and education without medical intervention or hospitalization. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction or alarm activity and suggested inappropriate dosing behavior rather than a hardware or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.